Event description:
It was reported that an ilet device exhibited charging issues as the charger blinked green without charging, with battery life declining from about three days to less than 24 hours and replacement supplies shipped. Symptoms included elevated blood glucose levels ranging from approximately 140 to 200 mg/dl accompanied by nausea. Outcomes included interference with device performance and the need for replacement components. Investigation included customer interview, device history review, and technical assessment of charging function. Investigation of this case revealed a suspected device charging malfunction with progressive battery degradation. It was concluded that the device experienced a charging failure leading to reduced battery capacity and associated hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.